Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from two different samples from a single patient using vitros immunodiagnostics products tsh reagent in combination with a vitros 5600 integrated system. The most likely assignable cause of the event is biotin sample interference that affects the vitros tsh assay. Details of medication being taken by the patient were provided by the customer and the patient had been taking two supplements that contain biotin. The medications included a hair and nails formula (likely to contain biotin) and ocuvite which does contain biotin. In july 2018, ortho issued a customer communication to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use. Based on historical quality control results, a vitros tsh lot 5960 performance issue is not a likely contributor to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest a systemic quality issue with vitros tsh lot 5960.

Event description:
A customer reported lower than expected vitros thyroid stimulating hormone (tsh) results obtained from two different samples from a single patient using vitros immunodiagnostic products tsh reagent on a vitros 5600 integrated system. The results were low compared to a different sample from the same patient tested in an external facility. Patient sample result of <0.1 miu /ml versus the expected result of 0.4 miu/ml, (B)(6) 2019. Patient sample result of <0.1 miu /ml versus the expected result of 0.4 miu/ml, (B)(6) 2019. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh patient sample result from (B)(6) 2019 was reported from the laboratory. However, no treatment was initiated, altered or stopped based on the lower than expected result. The lower than expected vitros tsh patient sample result from (B)(6) 2019 was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).